Event description:
An aneurx abdominal stent graft was implanted in a patient for the endovascular treatment of a 7 cm abdominal aortic aneurysm approximately 5 years ago. Vessel morphology from the time of implant is unknown. The patient has been lost to follow-up. It was reported that approximately 1 month ago, the bifurcated stent graft was found to have migrated 5 - 6 cm distally; however, no endoleak was evident. At the time of migration, the aneurysm measured 10 cm. The cause of the stent graft migration is unknown. Several weeks later, the physician elected to intervene by successfully placing a 28x28x40 aneurx cuff and a 36x36x70 endurant cuff. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (aneurysm enlargement, graft migration).